Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was asked for but not provided. At 1:50 pm the result from the laboratory was 5 inr. At 2:00 pm the result from the meter was 8 inr. There was no allegation of an adverse event. The qc was acceptable. The patient's therapeutic range was 2 - 3 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.